Event description:
It was reported that during the lap. Hysterectomy, the active blade broke off the instrument. A second instrument was then tried, but the doctor noticed that there was no tissue effect when the doctor attempted to cut tissue. A third instrument was then used to finish the case with no pt consequence.

Manufacturer narrative:
Date sent: 06/22/2007. Information anticipated, but unavailable at this time.